Event description:
A (B)(6) customer tested her blood glucose and received a reading of 3.9 mmol/l using her contour link meter. She retested using another meter and received a reading of 15.9 mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement strips and a new meter were sent to the customer.